Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in b5 event description and h6 patient codes, device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and successfully replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had significant drop in sensing and inconsistent/elevated thresholds. It was due to a potential perforation but was not confirmed via CT. The physician chose to remove it and replace with a new lead.

Manufacturer narrative:
Correction to the initial emdr in b5 event description and h6 patient codes, device codes. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header as indicated by the set screw marks on the terminal end/spring contact (B)(6). The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product. This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and successfully replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had significant drop in sensing and inconsistent/elevated thresholds. It was due to a potential perforation but was not confirmed via CT. The physician chose to remove it and replace with a new lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and successfully replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had significant drop in sensing and inconsistent/elevated thresholds. It was due to a potential perforation but was not confirmed via CT. The physician chose to remove it and replace with a new lead.

Manufacturer narrative:
Correction to the initial emdr in b5 event description and h6 patient codes, device codes. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header as indicated by the set screw marks on the terminal end/spring contact marks on teco thane. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.